Event description:
It was reported that having difficulty pulling the transparent tegaderm dressing off the port access needles when they need to remove the needles from the port. Recently, a nurse was stuck with a needle while attempting to remove the tegaderm dressing. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
Additional information received 28 jan. 2026. The kits were supposed to have the ballooned dressing that does not stick to the hub of the needle. Instead, the dressing was substituted with a regular tegaderm with chg, which stuck to the entire huber needle and would not allow the safety to engage. The nurse was peeling the dressing off when the needle came out of the patient and she was stuck. The patient did not have any blood borne diseases, but blood work was completed for the nurse as a precaution. There was no long term harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.